Event description:
It was reported in a service report that the brakes would not engage from either brake pedal. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assembly malfunctioned.